Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. High-rate non-sustained episodes and oversensing were noted on the electrograms and thresholds were high. T-wave oversensing (twos) was also noted during episodes. Sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.